Event description:
Reporting status: serious injury-medical intervention/ permanent damage. Reporting rationale: myocardial infarction and occlusion requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the pt returned to the hospital with a myocardial infarction and it was discovered that the lad was occluded. There was an attempt to treat this pt; however, not even a guide wire would cross through the occlusion. The pt is being treated via medical management. No add'l event or pt info is available.

Manufacturer narrative:
Myocardial infarction (mi) and thrombosis are known possible outcomes of coronary stenting procedures, and are listed in the product instructions for use as potential adverse events. The pt was hospitalized in relation to the mi and thrombosis. There were no difficulties reported during the original procedure or damage to the product. It is not known how the thrombosis is related to the thrombosis that occurred within hours of the procedure. The mi may have been related to the thrombosis, as it was reported that the lad was so occluded that a guide wire could not pass through it. Though a cause for the mi and thrombosis and the relationship to the device cannot be determined.